Event description:
Per facility medwatch rec'd, it was reported that during a coronary drug eluting stenting treatment procedure, stent malpositioning and coronary artery bypass graft (CABG) occurred. During implantation of a 3.00 x 12 mm taxus drug eluting stent in the left main (lm), the stent was malpositioned resulting in "jailing" of the left anterior descending (lad) artery. The pt was hemodynamically stable and free from chest pain. A decision was made to send pt for elective CABG. Pt status reported as "doing well". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.